Event description:
The device was used during an unspecified veterinarian procedure. Reportedly, the staples did not form properly and the horse developed peritonitis. The surgeon performed a laparotomy to correct the condition. The horse expired on may 31, 1997.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.